Manufacturer narrative:
(B)(4).

Event description:
After an unknown procedure, it was reported that burned tissue was noticed at the juncture where the blade connects to hand piece. No patient injury was reported. The case was completed with this device.

Manufacturer narrative:
One powermax elite service replacement, part number 72200616s was received on 7/22/2015 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint of burned tissue could not be confirmed, a visual inspection did not find any remnants of burned tissue anywhere on the device however, the blade port drive fork also known as the area where the blade connects to the shaver was found to be severely corroded and dirty. It appears that the necessary cleaning has not been performed correctly as stated in the instructions for use. It is recommended that the use review the cleaning, disinfecting, and sterilization section of the dyonics handpiece instructions of use, s&n document number 10600266 rev g or greater. (B)(4).